Event description:
It was reported that the patient went to the emergency room due to hearing an alert tone from the device and for having pain and an elevated heart rate. The remote transmission reviewed revealed that the device reached recommended replacement time (rrt) and that the device possibly detected and delivered a shock for atrial fibrillation with rapid ventricular response verses ventricular tachycardia. The device remains in use and replacement is recommended. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4196 lead, implanted: (B)(6) 2010; 6947 lead, implanted: (B)(6) 2010. (B)(4).